Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation but has not yet been received.

Event description:
It was reported that a phyxol infusion was started on (B)(6) 2019 and on (B)(6) 2019 the device being used was found leaking the medication with 10 ml of drug left in the bag. Traces of the medication leak were found on the patient¿s clothing. It was reported that the patient found the bed rail wet on the morning of (B)(6) 2019. There was no harm to the patient reported. No additional information is available.

Manufacturer narrative:
The complaint of leakage on 118790412 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 3864774 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.